Event description:
During a therapeutic hysterectomy procedure, the tips of the forceps broke down into the pt's abdomen. The broken piece was taken out right away by the surgeon using a laparoscopic forceps. The defective device was replaced with another device of the same model to complete the procedure. Exact date of the incident was not provided but the user facility confirmed that it happened the (B)(6) 2012.

Manufacturer narrative:
The device was disposed of by the facility. No lot number info was provided. The date of the actual incident is not known. Since no device or lot number info was provided we cannot conduct an actual investigation as to the root cause of the alleged failure. It was reported that the part was recovered and there were no reported injury to the pt. We will log the complaint into our complaint data base for trending purposes. A review of the complaint data base does not indicate a trend for this complaint mode, this appears to be an isolate incident, we will continue to monitor for further occurrences.